Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer accidentally selected an exercise activity on the pump for a month. There was no reported impact to the customer's blood glucose levels. Tandem technical support ensured that the customer had corrected the setting and the customer resumed insulin therapy.